Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the operation for the fracture of femur, while the surgeon inserted the apex pin with power tool, the apex pin could not be moved at the tip of the apex pin entered into the opposite cortical bone about 6-7 mm. The surgeon replaced power tool to brace and tried to insert or backward the apex pin by hand but it failed. Then the surgeon tried to advance the apex pins slowly with the brace, the top of the apex pin broke and remained in the bone. The patient was young man and bone quality was good.